Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; unit does not power up when using new batteries. However, the unit has a bent battery spring inside the battery compartment. Unit does not power on when using an external power supply or a 9v adapter. The unit passes all functional tests. There is battery acid residue on a flat contact and the batter door is missing. Note: instructions for use has a warning statement: store the alarm in a secure place so it will not be dropped or damaged. Do not use if; batter door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. If there is any evidence of battery leakage, remove the alarm from use. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. Take care not to damage battery contacts. (B)(4).

Event description:
Customer reported that the alarm does not work with batteries but could not provide any more info. Customer did not provide a date when this was discovered. No pt incident or injury was reported.